Event description:
Event description guidant received information that a guidant sales representative reported taking this cardiac resynchronization therapy defibrillator (crt-d) out of storage to use it for a demonstration. At pre-implant, it was found to be at end of life (eol).